Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump had a shortened battery life. Troubleshooting was unable to be completed during the call and no additional information was provided. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/08/2014 with the following findings: the complaint could not be confirmed or duplicated with investigation. Review of the pump¿s black box revealed the data from the time of the complaint was overwritten due to continued pump use. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electrical power draws were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.